Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that about 3 days ago they were in a shocking sensation that kind of reactivated their heartburn really bad. Patient stated that the sensation was in some of their medicine that they had taken before. Patient mentioned they used to take magnesium glycinate and they noticed that it wasn't on their list anymore when they left the hospital. Patient was not sure if that sensation was related to their implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.